Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after the implantation, 3 hours after the implantation when the patient was moved to the ward, the patient had already urinated before operation, so the foley catheter balloon was inflated without being able to check urine flow. After that, they went to the ward and could not check the urine flow. Water was injected through the sample port, but there was resistance, and the water could not be injected. After changing the catheter, approximately 200 cc of urine was discharged. Per follow up information received via ibc on 30mar2025, stated that this time they were injected water through the sample port.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after the implantation, 3 hours after the implantation when the patient was moved to the ward, the patient had already urinated before operation, so the foley catheter balloon was inflated without being able to check urine flow. After that, they went to the ward and could not check the urine flow. Water was injected through the sample port, but there was resistance, and the water could not be injected. After changing the catheter, approximately 200 cc of urine was discharged. Per follow up information received via ibc on 30mar2025, stated that this time they were injected water through the sample port.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter with syringe, attached to the drainage bag. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 10 ml distilled water), and no leaks observed. With return syringe attached the balloon deflated passively with no issues. Attempt to flush the drainage funnel and a blockage point observed within drainage lumen at trifurcation site. This is out of specification per (B)(4), revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". This specific complaint allegation was part of a broader investigation captured in CAPA 11881143. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after the implantation, 3 hours after the implantation when the patient was moved to the ward, the patient had already urinated before operation, so the foley catheter balloon was inflated without being able to check urine flow. After that, they went to the ward and could not check the urine flow. Water was injected through the sample port, but there was resistance, and the water could not be injected. After changing the catheter, approximately 200 cc of urine was discharged. Per follow up information received via ibc on 30mar2025, stated that this time they were injected water through the sample port.